Manufacturer narrative:
An event regarding instability and insert wear involving a duracon baseplate component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the DHR was satisfactory. Complaint history review: review of the chr confirmed that there were no other events for the lot reported. Conclusions: it is not known if the reported baseplate component remains implanted. The exact cause of the event could not be determined with the limited information provided. Further information such as x-rays , operative reports, patient history, follow-up notes and device evaluation are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient had a left total knee revision due to pain and instability. After removing polyethylene insert, the surgeon noticed excessive poly wear. Sales rep indicated that the poly was highly damaged and may have unlocked from the tibial baseplate.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a left total knee revision due to pain and instability. After removing polyethylene insert, the surgeon noticed excessive poly wear. Sales rep indicated that the poly was highly damaged and may have unlocked from the tibial baseplate.